Event description:
The ge oec 9800 fluoroscopy system had an occurrence, where the left monitor flickered during a procedure.

Manufacturer narrative:
A ge oec rep investigated the issue and could not duplicate the malfunction. All pcbs and connectors were re-seated on the system to prevent further issues. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.